Event description:
It was reported that during an angioplasty treatment procedure, a shaft break occurred. The physician was treating a lesion with "important" stenosis located in the venous lateral intracranial sinus. This 10.0-31 carotid wallstent was selected for treatment. During advancement of the device, the physician encountered resistance while attempting to cross the sigmoid sinus due to "difficult and tortuous" anatomy resulting in a shaft break. The device was completely removed from the patient without difficulties. The procedure was completed with another device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with dried blood along the shaft. A visual examination found that the stent was fully mounted. The distal end of the device was curved where the stent was mounted. The outer sheath was broken at 199mm from the distal end of the outer sheath and the shaft was kinked in the same location. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause was found to be user related as the device was used in anatomy that is not in accordance with the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The lesion was located in the venous lateral intracranial sinus and not the venous lateral intracranian sinus as first reported.